Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 512 mg/dl. The customer treated with the pump and manual injections. The customer stated that he changed his set and was stuck in rewind. The customer stated that he tried to give 12.5 units earlier but the pump only gave him 10 units. The customer was advised of the two high blood glucose rules. The customer was advised to monitor his blood glucose.